Manufacturer narrative:
The device was not returned for evaluation; however, still angiographic images were provided. The images were reviewed documented. Definitive conclusions from the images could not be made, however, from the images and event description the following observations were noted. Per the complaint, "the coil stretched without observed resistance and tore off. In the end the stretch resistant filament was lying in the pica down to the left vertebral artery." It was verified from the images that there was indeed a detached coil left in the parent vessel; however, there was no confirmation of actual stretching nor that the stretch resistant filament was lying in the pica. Both a stretched coil and stretch resistant filament would not be visible in an angiographic image. The device was not returned for evaluation; however, based on the radiographic images provided, the reported complaint of a broken coil could be confirmed. Real-time fluoroscopic images of the actual reported stretching and subsequent detachment were not provided. The event details provided stated there was difficulty placing the coil in an aneurysm that had already been filled with coils. It is likely that the device was subjected to excessive forces that exceeded its design and strength specifications, although the exact root cause cannot be determined.

Manufacturer narrative:
The device has not yet been returned to the manufacturer. The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported from (B)(6) that during an embolization treatment of a left pica aneurysm. The patient had an avm in combination with two flow related aneurysms on the left pica. One of the aneurysms was bleeding which was the indication for treatment. The intention for the treatment was to embolize the bleeding aneurysm with coils and perform open surgery on the second aneurysm and avm. After placing several coils (medtronic/stryker), the physician decided to take hypersoft as the finishing coils. Two coils were implanted without incident using the same equipment as with the coils (medtronic/stryker) before. The last coil chosen was the device in complaint. A lot of the aneurysm volume was already filled. The physician encountered resistance advancing the coil in the aneurysm. Advancement was stopped and then continued. Approximately 10 mm of the coil was still in the catheter, one coil loop was prolapsed in the parent vessel and had to be repositioned. The delivery pusher was carefully pulled, the coil stretched without observed resistance and was reported to break off. The last 10 mm of the coil was still in the catheter. The physician was able to remove the majority of it. One piece of platinum was still in the pica. The coil was able to be removed using a solitaire. It appeared due to the manipulation, a portion of the coil stretched and still remained in the parent vessel. An attempt was made to remove it with a solitaire, unsuccessfully. A portion of the coil remained in the pica down to the left vertebral artery. During the anesthesia, the patient had undergone surgical treatment on the avm and second aneurysm. The suggested medication treatment was ass for the next six months to prevent thrombus formation on the device portion remaining in the parent artery. The patient woke up without any deficit. The patient was reported to not suffer any injury due to the incident. The patient was reported to be doing well.